Manufacturer narrative:
H10: additional MFR narrative corrected. Investigation summary: with all the available information, boston scientific was unable to confirm the reported patient symptoms; however, the pump failed the activation test. The reported patient symptoms are known risks associated with inflatable penile prosthesis procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the momentary squeeze pump was visually inspected, leak tested, microscopically examined, and functionally tested. The pump kink resistant tubing (krt) (reservoir) was identified to be cut into two pieces. Under microscope it was observed that the pump krt was fatigue and worn to the filament; exposed suture was present; however, no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported event. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of pain, fever and infection were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient complained of pain and fever around the testicles and visited the hospital about a month before surgery. The doctor diagnosed an infection around the testicles. Therefore, the infection was treated with antibiotics and a surgery was performed to replace the inflatable penile prosthesis (ipp) cylinders and pump. The hospital did not elaborate on the cause of the infection. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with inflatable penile prosthesis procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the momentary squeeze pump was visually inspected, leak tested, microscopically examined, and functionally tested. The pump kink resistant tubing (krt) (reservoir) was identified to be cut into two pieces. Under microscope it was observed that the pump krt was fatigue and worn to the filament; exposed suture was present; however, no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported event. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of pain, ferver and fever were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient complained of pain and fever around the testicles and visited the hospital about a month before surgery. The doctor diagnosed an infection around the testicles. Therefore, the infection was treated with antibiotics and a surgery was performed to replace the inflatable penile prosthesis (ipp) cylinders and pump. The hospital did not elaborate on the cause of the infection. The patient had a stable outcome.

Event description:
It was reported that the patient complained of pain and fever around the testicles and visited the hospital about a month before surgery. The doctor diagnosed an infection around the testicles. Therefore, the infection was treated and a surgery was performed to replace the inflatable penile prosthesis (ipp) cylinders and pump. The hospital did not elaborate on the cause of the infection. The patient had a stable outcome.